Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product to be returned.

Event description:
Customer reportedly received the following sets of results on the mobile system within 10 minutes: lo (0.6 mmol/l or less) and 17.8 mmol/l and within 10 minutes: hi (33.3 mmol/l or higher) and 13.2 mmol/l. No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.